Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the basal history is alleged to not match the active basal program and a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last recorded basal delivery was on (B)(4) 2014 at 4:36 pm. Insulin delivery by the pump was interrupted from (B)(4) 2014 at 6:29 pm until (B)(4) 2014 at 3:17 pm due to a power interruption. The total daily dose amounts added up correctly to reflect the programmed basal rate target. The pump was exercised for 24 hours without any issues. On examination, there was moisture corrosion inside the battery compartment. The keypad was intact without damage and was fully functional on testing. Investigation determined that the pump was delivering within the required specifications without malfunction. Investigation did not duplicate a history/settings issue.